Event description:
Powering up unit, it wasn't recognizing a/c power. Power supply and cpu boards replaced. More information is needed to investigate this issue fully.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned back to france for investigation as repairs were carried out by nova scotia canada. During servicing, it was observed that the device did not recognize ac power when it was turned on. They checked the device internally and they found the power supply terminal was broken. To solve the issue, they replaced the power supply board and reassembled the device. The pump was then tested in service mode but was still having error. They replaced the cpu board and configured it. The device performed a calibration and was tested and returned back into service. After several attempts, the spare parts were not sent back to brézins for investigation. So with no further information and as long as there is no other evidence that could confirm the problem, the reported issue is not confirmed and the root cause remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.